Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for return to stock recertification. There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed on the device. The device was returned to the technician for additional evaluation due to failed repair test for oxygen low flow. The evaluation has not yet been completed. Additional findings not related to the malfunction/issue: the device did not meet acceptance criteria of evaluation process for the following conditions: rubber feet missing/displaced, cord retainer missing/broken, button damage, top plate damaged, base enclosure damaged, enclosure gasket damaged, replacement of labels and the handle cracked. There were no significant events in the error log.